Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 slide rails and latch sensor was faulty. A field service engineer (fse) found full height drawer 5 was not closing, then replaced drawer slide rails and latch sensor, the drawer was recovered and tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height drawer was broken. Metal balls and a bent metal piece were present, which prevented the drawer from closing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.